Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2021 with noise over-sensing from their atrial lead. The over-sensing caused inappropriate automatic mode switches. Further lead evaluation was recommended by a healthcare provider. Patient had no consequences after the event.